Manufacturer narrative:
Device not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: root cause has not been identified. (B)(4).

Event description:
A consumer reported that following implantation of an intraocular lens (iol) the patient experienced foggy vision and have to wear glasses and can't see small print at all without glasses. Additional information was requested.